Event description:
The patient presented in clinic, and was hospitalized, with shortness of breath following inappropriate therapy delivered by the device. Further device ablation is anticipated. The patient was stable.

Manufacturer narrative:
A device history records (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information received indicated that the event was resolved with an ablation.